Manufacturer narrative:
The complaint product was not returned for evaluation at this time. The device history record and sterilization record and investigation for this lot are in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).

Event description:
It was reported on (B)(6) 2014 by the patient that after approximately ten days of using the contact lenses she started to feel "an important pain" mainly in the right eye. The pain persisted and patient eventually consulted her ophthalmologist on (B)(6) 2014 who diagnosed her with a corneal abscess and contra-indicated contact lens wear. Additional information received from the patient on (B)(6) 2014 stating that 5 days after starting to wear the contact lenses, the patient experienced an infectious corneal abscess on the right eye, thus inducing discomfort and moderate pain. It was stated that the patient had no ulcer and no anterior chamber reaction. No additional exams were performed. The patient was treated with tobramycin ophthalmic solution and definitively discontinued lens wear. The event resolved with sequelae: 2 permanent scars.